Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter read inaccurately low in comparison to another device. The complaint was classified based on (B)(6) documentation. The patient reported that on an unspecified date she obtained a result of ¿31mg/dl¿ on the subject meter which she felt was inaccurately low in comparison to a result of ¿181mg/dl¿ obtained on an unknown meter, performed within 30 minutes of each other. Based on statistical methodology the calculated difference in results exceeds lifescan¿s criteria for accuracy. The patient does not take any medication to manage her diabetes. The patient reported that ¿one day¿ after the alleged meter issue occurred she developed symptoms of ¿sweaty and disorientated¿ and that on (B)(6) 2015 consumed food or drink.